Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use of IFU: the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient experienced a double power disconnect despite having two fully charged batteries that were connected to the controller. It was stated that the patient confirms that he saw a blank screen on his controller and heard a loud continuous tone alarm which resolved after disconnecting and reconnecting one of his batteries. Patient also states that he felt the pump stopped and restart. It was stated that the vad coordinator inspected the patient's controller in the clinic, and confirmed that neither power port was loose. It was further stated that the patient controller was replaced and the patient tolerated the controller exchange well. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation.  Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power-up with their associated motor start event logged on (B)(6) 2017 at 20:30:30 hours. At 20:20:51 hours, before the controller power-up, (B)(4) was connected to ps1 with capacity equal to 49% and powering the controller, also (B)(4) was connected to ps2 with capacity equal to 98%. At 20:45:28 hours, after the controller power-up, (B)(4) was connected to ps1 with capacity equal to 48% and powering the controller, also (B)(4) was connected to ps2 with capacity equal to 95%. Both events indicated that both power sources were disconnected from the controller, and since the controller was power down there are no alarms of faults status recorded. A possible root cause of these events can be attributed to a double disconnect of power sources from the controller. Failure analysis of the returned device revealed that the device failed visual examination and passed functional testing. The results of the analysis revealed that the power connectors (port 1 and port 2) were found loose from the controller housing; the controller was able to drive the system without any observed anomalies. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. This observation is not related to the reported event. The manufacturer has opened an investigation with the supplier to investigate loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.